Manufacturer narrative:
(B)(4). The unit is under investigation. Currently no results available. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
It was reported that during the perform of a preventive maintenance there were an issue with the heater performance. The heater did not heat up to full temperature in the normal operation mode. No patient was involved. The malfunction was noticed during maintenance. (B)(4).

Manufacturer narrative:
(B)(4). A maquet field service technician investigated the unit. The technician confirmed the problem that the hcu did not heat above 30° c on the patient side. The technician replaced a leaking 3-way valve and the actuator. The unit was tested to factory specifications and a safety check as per the service manual. All tests were preformed successfully.

Event description:
(B)(4).